Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped form 60% to 5% after being connected to a power source. In addition, the customer had been experiencing difficulty charging the pump. The customer confirmed that the pump was able to be charged with a different wall adapter. The customer's blood glucose level was 149 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.